Event description:
A customer observed a false positive ahbc result on a pt sample. The result was released to the physician. A false positive result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the anti-hbc results were atypical of the expected negative sample. The pt is known to be negative, and negative results were obtained on multiple alternate methods. Calibration and qc data are acceptable. The root cause of the event has not been determined.